Event description:
The surgeon reported she had several model aab00 intraocular lenses (iol) which had haptics sticking to the edge of the optics or at the back of the iol. ''There was an increase danger to the patients to have a capsular bag rupture, as the surgeons need to manipulate.'' The surgeon has the impression that these incidents are mostly happening with iols having a diopter of 25.0 or higher and the haptics take much longer than usual to unfold. Further, after implantation into the capsular bag, she is waiting about 8-10 seconds if the haptics open by themselves, if they don't open, I start manipulating. The complete procedure was delayed about 30 seconds. No patient injury reported. The surgeon stated she assumes this has been happening within the last half year. No further information was provided. This MDR represents device number two.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date the lens remains implanted. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.